Manufacturer narrative:
Device investigation details: a picture was received for evaluation following johnson & johnson medtech's procedures. According to pictures provided by the customer, the tip of the sheath was observed deformed. However, no sharp tip or exposed components were observed on the images provided. A device history record review was performed, and no internal actions related to the reported complaint condition were identified. The customer complaint was confirmed based on the picture received. The device has not been returned for analysis and a root cause is unable to be assigned based on the current evidence. If the device is received in the future, the product investigation will be performed and updated accordingly, and any action will be taken if necessary. Note: for h6. Investigation findings code of ¿appropriate term/code not available (c22)¿ used to represent the photo analysis results. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that during operation, the tip of the vizigo sheath was found wrinkled. A second device was used to complete the operation. There was no adverse event reported on patient. Device was not used in patient. There were internal mechanisms exposed, no lifted or damaged electrodes and was non-slippery.